Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the console was tested and received a false positive result. It was tested again later that day and it had no issue. They wanted to investigate the device for safety and precaution reasons. There was no patient involvement.

Manufacturer narrative:
The rf assure console was received, and an evaluation identified factors that may have contributed to the reported condition. The console was received in a condition where testing for false positives could not be performed. However, an inspection found the unit had ferrite cores on both the accessory port and mat plug. The ferrite has been shown to have potential to cause interference, resulting in false detection. While the reported condition could not be duplicated or confirmed; a probable root cause of the customer's report has been determined to be the ferrite on the accessory port. The ferrite was removed to prevent any future interference. Corrective actions have been implemented to prevent this issue through improvements to the design by removing the ferrite. If information is provided in the future, a supplemental report will be issued.